Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited dislodgement and diaphragmatic stimulation. The patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that there was dried blood/body fluid noted in the lumen and a guidewire was unable to be inserted. This was most likely due to the blood/body fluid infiltration. Analysis confirmed that this product was electrically continuous and the clinical observations were unable to be reproduced during laboratory analysis.